Manufacturer narrative:
Additional information received on november 20, 2023 indicated that the patient at the time of event was 54 years old and her ethnicity is asian, and date of event was on june 2, 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses, device migration, gel bleed. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a mentor memorygel 350cc silicone prosthesis experienced bilateral gel bleed, bilateral implants bottoming out, and generalized illnesses postoperative. The doctor reported that the patient came to him presenting with the signs and symptoms of breast implant illness, hence a desire for removal of these implants and capsules, which is consistent with what is essential non-cosmetic surgery. As a result, patient underwent total capsulectomy, breast contouring plus lateralization of both implants, and bilateral removal on both implants on (B)(6) 2023. Upon the removal, the gel bleed was confirmed by the surgeon. This report relates to the left side. Note: the report indicated the following: specimens: 1. Right and left breast implants: right 350 ml mentor; left: 350 ml mentor; both smooth silicone breast implants below the muscle intact given to the patient at the end of the case. 2. Right and left breast implant capsule sent to pathology, rule out bia-alcl, cd30 analysis, rule out lymphoma, rule out malignancy, rule out abnormal pathology.